Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). A ccc specialist remotely reviewed the instrument data. The ccc specialist determined that the sample was mislabeled or incorrect sample was used by the operator. The customer and the operator agreed that there may have been a mix up with the sample. A sample related issue contributed to the discordant results. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Discordant results were obtained multiple analytes [alkaline phosphatase (alpi), blood urea nitrogen (bun), calcium (ca), cholesterol (chol), creatinine (cre2), glucose (glu), high density lipoprotein cholesterol (hdl), potassium (k), sodium (na), total protein (tp), triglycerydes (trig), alanine aminotransferase (alti), aspartate aminotransferase (ast), chloride (cl), carbon dioxide co2, total bilirubin (tbil) and thyroid stimulating hormone (tsh)] on one patient sample on a dimension vista 1500 instrument. The discordant results were reported to the physician(s), who did not question the results. The sample was repeated on an alternate dimension vista instrument, resulting as expected. The alternate instrument results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant results.